Event description:
It was reported that right ventricular (rv) lead exhibited low amplitude noise. The noise was over-sensed. The lead was capped and replaced on (B)(6) 2025. The patient was stable prior and during the procedure.